Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it has not been reported whether any fragments from the broken bumper were retained/and or retrieved from the patient. Additionally, no clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. The jrny ii cr lkg fem imp bumper rt are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. According to the report this procedure was completed without delay with a smith and nephew back-up device. No further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Both pieces were returned for evaluation. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms it has not been reported whether any fragments from the broken bumper were retained/and or retrieved from the patient. Additionally, no clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. The jrny ii cr lkg fem imp bumper rt are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. According to the report this procedure was completed without delay with a smith and nephew back-up device. No further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery, a jrny ii cr lkg fem imp bumper rt broke while being used. The procedure was completed, without delay, using a s+n back-up device. The condition of the patient is unknown.